Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath medium for which biosense webster¿s product analysis lab (pal) identified the hemostatic valve dislodged. Initially it was reported that the tip of the carto vizigo¿ 8.5f bi-directional guiding sheath medium snapped when going into the dilator. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath medium and the procedure continued. No patient consequence was reported. Additional information was received stating no wires exposed. No lifted or sharp rings. No resistance or difficulty during insertion or removal. It was not pre-shaped. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6)2024, the hemostatic valve was dislodged inside of the hub component. This event was originally considered non-reportable, however, bwi became aware of the hemostatic valve dislodged on (B)(6) 2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation was completed on 08-jan-2024. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Also, the tip was found bumped. All units are inspected prior to leaving the facility to avoid this type of damage. With the available information, it can be concluded that the issue occurred outside the manufacturing environment. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported condition were identified. The issue reported by the customer can be confirmed due to the tip condition observed. It should be noted that product failure is multifactorial. Regarding the hemostatic valve, the optimal device performance guide (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: fracture problem (c070603) investigation conclusions: unintended use error caused or contributed to event (d1102) component code: valve(s) (g04135) were selected as related to the biosense webster inc. Analysis finding of the ¿hemostatic valve dislodged¿. -investigation findings: material and or chemical problem identified (c06) investigation conclusions: cause not established (d15): component code: tip (g04129) were selected as related to the customer¿s reported ¿tip snapped¿. Manufacturer¿s reference number:(B)(4).